Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, the device exhibited a frayed and peeled tip, and cracks in the bending rubber glue, and a peeled and deep scratch on the insertion tube. The most probable cause of the complaint is component failure, which refers to expected or random component failure without any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope's distal end covering frayed and peeled off. There were no reports of patient involvement.